Event description:
Reporter called to report that she received a letter from st. Jude / abbott medical regarding her implanted neurostimulator for pain relief. The letter provides a number of possible adverse issues she might encounter with her stimulator. Reporter stated that she had her spinal cord stimulator (scs) explanted last monday ((B)(6) 2023). When she did have the implant, she experienced positional tingling (when turning her head a certain way) in her neck/face areas. The tingling was consistent when she had the device set at therapeutic levels. Her stimulator was not magnetic resonance imaging (MRI) compatible so she was not able to undergo imaging when she needed it in the past. Additionally, when she had the stimulator, the battery pack always "felt hot" and that she had bruising at the implant site (battery) that would never go away. At one of her final appointments for device interrogation, the healthcare professional suspected a dislodged lead when attempting to adjust settings, but did not do anything about it.